Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc captures the (2) duraloc str cup impactors, calcar mill medium and the femoral/humeral head impactor. It was reported that the pinnacle handles were cracked and the white plastic handle was falling off at the base on both handles. The medium planer was dull. The offset handle would not go back together and the inner piece was broken at his hinge. The head impactors would not thread into the handle anymore. The 60 greater had the cross back stripped from the inside of the reamer and the weld was broken. None of these were used in cases and no delays.